Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause could not be determined. It should be noted that the proglide instructions for use (IFU) states that prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Angiographically verify that the puncture is on the anterior wall of the common femoral artery. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery. It is unknown if the reported violation of the IFU contributed to the reported failure to achieve hemostasis as the anatomical information was not verified. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right femoral vein was attempted using a proglide device with an 8f sheath after an atrioventricular procedure. No femoral angiogram was performed. Reportedly, hemostasis was not achieved after suture placement. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.